Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report, shall be filed on a supplemental MDR. The product was inadvertently lost. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product was inadvertently lost. A review of the device history records has been requested.

Event description:
The tip of the stardrive screwdriver shaft broke during hardware removal. Original procedure may have been for a cervical fusion. Patient healed and hardware (synapse screws) were removed. The broken tip was retrieved.